Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that approximately 3 years and 10 months post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. Per medical records review, the patient was admitted to the hospital for syncopal episodes and found to have severe aortic stenosis, chronic heart failure (chf), pneumonia, and atrial fibrillation. Approximately 13 days after admission, the patient was presented with aortic stenosis, and aortic insufficiency. A sternotomy was performed, and the valve was explanted. An aortic valve replacement with a 21mm inspiris surgical valve was performed which included a mv repair with a ring, and incisional wound vac placement. Per report, there was a 'large biofilm' that covered the tavi valve and 2 of the pre-cusps were immobile and 1 was mobile. On post operative day 20 post valve explant, the patient expired due to unknown reasons.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation therefore no visual inspection, functional testing and dimensional testing was not applicable. No imagery was returned for review. Device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis, central regurgitation, and leaflet motion restricted- in patient were confirmed based on provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, 'there was a 'large biofilm' that covered the tavi valve and 2 of the pre-cusps were immobile and 1 was mobile. It is unclear what is 'the large biofilm' noted in the operative note. The infectious disease progress notes mentioned fever of unclear etiology. Pathology of the tavr valve was not provided in these records'. In this case, the unknown 'biofilm' was likely causing the leaflets thickening or stenosis, which restricted the leaflets mobility resulting in further central regurgitation. The device was not returned for evaluation as it remains implanted in the patient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.